Manufacturer narrative:
Inspection of the device found the exposed portion of the soft cannula to be kinked. The timing and cause of the soft cannula damage could not be determined. Though the external soft cannula was found to be kinked, fluid flowed freely through the complete fluid path. No tears or leaks were found in the fluid path. No problems were found with the pod during the investigation that would cause fluid to leak during wear. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_androidomnipod software app version: 3.1.6operating system: bp2a.250605.031.a3.s938u1ues9bzbhhardware: sm-s938u1cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 4 and 24 hours. An investigation of the pod (completed june 12, 2026) found a kink in the exposed soft portion of the cannula. The device was originally reported on may 8, 2026, for high blood glucose levels.